Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. Customer¿s blood glucose level was unknown. The customer also reported that buttons had to be pressed more than once to take action, while blousing the numbers skip ex 1, 2, 3, 4, 20, 32 he had to scroll back down and back out to start all over again. The device will not be returned for analysis.